Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 271 mg/dl and it was addressed with a bolus via the pump. During troubleshooting with tandem's technical support, it was noted that there were air bubbles in the tubing close to the site. Reportedly, the luer lock connection was slightly loose and the customer was able to tighten it. A follow up with the customer on (B)(6) 2015 indicated that the customer's blood glucose level was in target range (150-160 mg/dl).